Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. Device passed the rewind, basic occlusion, prime and displacement test. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device was received with cracked case at display window corner, reservoir tube lip and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had been alarming motor error every time he tried to bolus for two days. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.